Event description:
During an initial implant procedure, it was not possible to insert the lead into the header of the device. Additionally, increased pacing impedance was observed. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The event of difficult to insert and high pacing impedance was reported to abbott and confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the left ventricular contact spring within port, which caused reported events preventing insertion of lead and high pacing impedance. Manufacturing investigation was performed with undetermined cause. A manufacturing process anomaly may have occurred contributing to the reported event.